Event description:
It was reported that blood leaked from the end of the bd vacutainer® ultratouch¿ push button blood collection set chamber during use. Lot #'s 9003583, 9008801, and 9014781 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. This complaint was created to capture the (B)(4) of (B)(4) related incidents. The following information was provided by the initial reporter: "they reported that from the end of the chamber blood is leaking."

Manufacturer narrative:
H.6 investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9003583. Medical device expiration date: 2020-12-31. Device manufacture date: 2019-01-03. Medical device lot #: 9008801. Medical device expiration date: 2021-01-31. Device manufacture date: 2019-01-08. Medical device lot #: 9014781. Medical device expiration date: 2021-01-31. Device manufacture date: 2019-01-14. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked from the end of the bd vacutainer® ultratouch¿ push button blood collection set chamber during use. Lot #'s 9003583, 9008801, and 9014781 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "they reported that from the end of the chamber blood is leaking."